Event description:
Pt underwent cardiac surgery on 10/07/99. After coming off heart-lung machine and beginning to close pt, a staff member noticed that the tip from a venous cannula was missing. Pt placed back on heart-lung machine re-opened and the tip was retrieved.